Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 156930f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 156930f met all release criteria prior to product release. There are no similar reports for this lot. Additional information was requested by fax and mail on 03/19/2010, 03/31/2010 and by phone on 04/07/2010, 04/22/2010 and 04/23/2010. A questionnaire was received from the health care professional on 04/22/2010. A questionnaire from the consumer has not been received.

Event description:
Adverse event(s) "scratchy" (irritation); "red eyes" (eyes, red); "corneal sub-epithelial infiltrates" (corneal infiltrates), "bumps on her eyes" (follicular response on palpebral conjunctiva). Product problem(s). "None reported" (no information). A consumer reported that she started using this product about 6 months ago. She stated that her eyes began to feel scratchy and turn red. She saw her optometrist who told her she had bumps on her eyes. Her optometrist switched her to a hydrogen peroxide product and her eyes were completely clear in two weeks. A questionnaire was received from the optometrist who described the event as corneal sub-epithelial infiltrates with follicular response on palpebral conjunctiva. The optometrist stated that the event resolved when the patient was switched to a hydrogen peroxide based solution.